Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed err121 on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed a "call tech support error" was observed on the screen. A review of the downloaded data log did not find any errors on the date of event. The report customer complaint could not be confirmed. A root cause could not be determined.